Event description:
New information received notes that the patient presented via remote transmission and not via vibratory alert. The patient did not experience any adverse symptoms.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with a vibratory alert and was symptomatic. Upon interrogation, the pacemaker was in backup vvi mode due to event queue overflow. Programming changes were made. The patient was in stable condition.